Event description:
It was reported that the patient presented in-clinic for a normal follow-up, and an excessive battery discharge was noted. An unexplained drop in battery voltage was observed and then stabilized. The patient will be monitored closely until the device reach eri. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.